Manufacturer narrative:
The sample was collected in a plastic edta vacutainer tube. Qc is within specification with respect to controls (accuracy) and reproducibility (precision). Qcs were run pre and post the event and recovered within assay limits. A bci field service engineer (fse) ran reproducibility in both modes and found the hgb recovery low and adjusted the lamp. Fse adjusted rockedbed's springs on the cam plate and verified the instrument's operation. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous high rbc, wbc, plt, and hgb results generated by the coulter hmx hematology analyzer with autoloader for one patient without instrument generated flags. The specimen was rerun on the same unit and recovered similar results. The erroneous results were reported outside the laboratory and questioned by the physician who requested a new sample to be redrawn. The redrawn specimen was run twice on the same unit and the customer considered those results to be accurate. A corrected report was sent out. The ER doctor delayed patient treatment until the specimen was rerun to confirm the correct cbc results. No death or serious injury is associated with this event.